Manufacturer narrative:
The customer has clarified that the event involved 450-500 patient samples that were rerun. No other specific information was provided with regards to patient results.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Age at time of event was also provided as 75 years. A clarification has been requested. (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnths. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 4.21 pg/ml. The sample was repeated on the same analyzer, resulting as 144.6 pg/ml. The sample was also repeated on a different analyzer, resulting as 132.4 ng/l. The 132.4 ng/l result was reported outside of the laboratory. The patient was not adversely affected. The tnths reagent lot number was 18754900. The reagent expiration date was asked for, but not provided. The customer declined a service visit. It was suspected that there were bubbles in the sample and no further issues have been experienced by the customer.